Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter message occurred for transmitter, 426d76. Data was evaluated and the allegation was confirmed for transmitter, 41yacy. The probable cause could not be determined. In addition, a transmitter failed error was found in connection to the reported allegation. The reported event of a pair new transmitter message is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.